Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states notified biomérieux of false resistance to meropenem in association with vitek® 2 reagent. Patient is a (B)(6) female with end stage renal disease s/p renal transplant (B)(6) 2016. She has colonization with escherichia coli. On (B)(6) 2017, she had a urine culture which had 70k escherichia coli with (multidrug-resistant) MDR profile on vitek® 2 testing, which was finalized as the MDR isolate. The carbapenemase pcr panel was negative at the state lab. The transplant nephrologist did not elect to treat at that time due to equivocal symptoms of uti and no good treatment options. However, the patient presented to clinic on (B)(6) 2017 with fevers, chills, and pain over the renal allograft with a presumptive diagnosis of transplant pyelonephritis without sepsis. Based on the prior MDR- escherichia coli, and lack of oral antibiotics, decision was made to admit the patient to the hospital for high-dose meropenem while additional susceptibility testing was obtained for ceftazidime-avibactam, ceftolozane-tazobactam, fosfomycin to the MDR- escherichia coli from (B)(6) ((B)(4)) & coliform from (B)(6) ((B)(4)). On retesting of the prior MDR isolate, it was found to be a very susceptible isolate, such that the vitek® 2 card was presumed to be the cause of mis-information. In this instance, carbapenems, all beta-lactams and also nitrofurantoin were affected by the issue (when compared to retesting of the (B)(6) isolate and the testing from the (B)(6) isolates, all shared a similar susceptible pattern). Had the results from may been accurate, patient would have been treated at home with an oral antibiotic at the episode of illness on (B)(6). The patient was unnecessarily hospitalized and treated with intravenous antibiotics. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in the united states notified biomérieux of false resistance to meropenem in association with vitek® 2 reagent, which led to unnecessary treatment for the patient. An internal biomérieux was performed. This discrepant result was linked to fsca 3445 - card pouch integrity issue, in which there were holes in the white card pouches of some cards at the stitch seam. The expected result of tears/holes in the pouch due to the previous stitch seal would be moisture degradation of the antimicrobials, thereby elevating the mics, or causing false resistance. The root cause of the defect was linked to the design of the wheel that applies the stitch seal to the pouch. On (B)(6) 2017, stitch wheels with a new design were installed that resolve the issue. A customer communication has been created ((B)(6) 2017) and distributed to customers who received impacted card lots. The customer letter includes instructions for inspecting pouches prior to use in order to detect breaches and reduce the likelihood of using cards exposed to moisture. The customer letter also explains the potential effects of moisture exposure on card performance.